Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) listed over 67 million ventricular tachycardia (vt) events in the device counters, however there were no episodes in the arrhythmia logbook. Analysis of device data found a single memory error which effected the device counters. This error was diagnostic and does not effect device operation or therapy availability. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.